Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered appropriate tachy therapy to a ventricular tachycardia (vt). However, the arrhythmia was not successfully converted, and the last shock given accelerated the vt into ventricular fibrillation. No further shocks were delivered. Reportedly, the patient fainted and had to be resurrected by the paramedics as he suffered a cardiac arrest. Technical services recommended to perform a defibrillation threshold test or replace this s-ICD system with a transvenous one. Reportedly, as recommended this patient s-ICD system was replaced with a non-boston scientific transvenous system. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions, all testing completed on the device passed or was not applicable. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with this s-ICD. However, investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered appropriate tachy therapy to a ventricular tachycardia (vt). However, the arrhythmia was not successfully converted, and the last shock given accelerated the vt into ventricular fibrillation. No further shocks were delivered. Reportedly, the patient fainted and had to be resurrected by the paramedics as he suffered a cardiac arrest. Technical services recommended to perform a defibrillation threshold test or replace this s-ICD system with a transvenous one. Reportedly, as recommended this patient s-ICD system was replaced with a non-boston scientific transvenous system. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions, all testing completed on the device passed or was not applicable. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with this s-ICD.

Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered appropriate tachy therapy to a ventricular tachycardia (vt). However, the arrhythmia was not successfully converted, and the last shock given accelerated the vt into ventricular fibrillation. No further shocks were delivered. Reportedly, the patient fainted and had to be resurrected by the paramedics as he suffered a cardiac arrest. Technical services recommended to perform a defibrillation threshold test or replace this s-ICD system with a transvenous one. Reportedly, as recommended this patient s-ICD system was replaced with a non-boston scientific transvenous system. This s-ICD was returned for analysis and no additional adverse patient effects were reported.